Event description:
The user reported a leakage near the drip chamber during priming. The set was not used on a pt. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report is filed by the MFR.